Event description:
The facility representative reported an ipump with a condition of "gives contact alarm tone". This condition occurred upon power up. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump that gives a contact alarm tone was confirmed and reproduced during product evaluation. The root cause was due to a faulty micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.